Event description:
It was reported that during the routine device check, a high impedance warning was seen on the ventricular lead. It was also reported that there was a polarity change from bipolar to unipolar. The polarity was programmed back to bipolar and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitants continued: 5554 implantable pacing lead - (B)(6) 2009. (B)(4).